Event description:
Boston scientific received information that this device was an attempted implant due to atrial impedance measurements exceeding 2000 ohms in unipolar and bipolar configurations. The lead to device connection was confirmed to appropriate and the lead had normal measurements with the pacing system analyzer (psa). No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4) the device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.